Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 control panel mrp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the s5 control panel mrp displayed an error message during setup. There was no patient involvement.

Manufacturer narrative:
A livanova service representative was dispatched to the facility to investigate the reported issue. He was able to confirm the error and traced the issue to a broken control panel. The technician replaced the defective panel to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The device was returned to livanova us for further evaluation. Visual inspection revealed spills and physical damage on the exterior on the control panel had , but during an 8 hour test run the device operated as intended. No specific root cause could be identified. Probable improper user technique and maintenance could have resulted in the physical damage and the subsequent error messages experienced by the user.